Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that patient underwent laparoscopy with exploratory laparotomy, lysis of adhesions and bso on (B)(6) 2002 due to right ovarian cyst, pelvic peritoneal and extensive tubal ovarian adhesions. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. No additional information provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh were implanted on (B)(6) 2012 along with concurrent anterior/posterior vaginal repair, rectocele repair, sacrospinous ligament fixation, perineoplasty and enterocele reduction due to cystocele, rectocele and enterocele. It was reported patient experienced pain, infection, vaginal/rectal muscle spasms, and urinary/bowel problems. It was reported that patient underwent mesh removal on (B)(6) 2013 due to extrusion, pain and dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.